Manufacturer narrative:
Product event summary: at analysis it was noted that the battery contacts were visibly contaminated and that the battery drawer as well as the lower case were cracked. The device was cleaned, the battery drawer and lower case were replaced and the device then passed all tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.